Manufacturer narrative:
No button error alarm. Unit received with intermittent button response due to moisture damage keypad trace. Cracked display window corners, battery tube threads cracked, broken belt clip slot. No moisture damage electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 8 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.